Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report a blank screen on a liberty select cycler during an unknown phase/cycle of dialysis. The patient pressed the ¿ok, stop¿ keys and touched the screen but the screen remained blank. The ¿ok¿ and ¿stop¿ keys did not make any sound when pressed. The patient rebooted cycler and the ¿ok¿ and ¿stop¿ keys lit up, but the screen remained blank. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on transformer one (t1) on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The touch screen test failed. When powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on transformer one (t1) of the inverter board with lot code 2348 which reflects the transformer has p155 insulation thickness. The display became operational by replacing the inverter board. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed. The in-progress and final quality control (qc) testing revealed that the inverter board was found to be defective on 2/13/2024 causing display brightness problems. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on t1 on the inverter board. The cycler was refurbished following the evaluation.